Event description:
It was reported by the getinge fse that during inspection the cardiosave intra-aortic balloon pump(iabp) that leds 1 and 2 above the rear lithium-ion battery insertion slot were constantly off. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse that encountered the issue and replaced the battery indicator label. The overall inspection results were good.

Event description:
N/a.